Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. Pt is needing MRI of knee, hip and ankle. Caller states pt said the scs has been off for 2 years b/c "it did not work for her", caller clarified stating that the pt said that when the scs was on she still had pain. Caller mentioned pt states she does not want to go through another procedure to have the scs removed. Caller states pt has not been recharging the scs.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient's implantable neurostimulator (ins). It was reported that patient had been getting good pain relief, but noticed her pain suddenly returned around christmas. Patient confessed that she had been more active over the holidays, with decorating and family festivities, than she had been in a long time. To rule out lead migration, rep contacted the hcp on the patient¿s behalf to request an order for and x-ray. Hcp will check leads under fluoro. Additional information was received from a manufacturer representative regarding the patient on 2019-feb-11. It was reported that a lead migration was confirmed under fluoroscopy on (B)(6) 2019. The patient was seen by a manufacturer representative on (B)(6) 2019 for reprogramming. The patient was reprogrammed to evolve programming using the lead migration film. On (B)(6) 2019, the manufacturer representative spoke with the patient who confirmed that she was getting good pain relief following her reprogramming session on (B)(6) 2019. There were no further complications reported or anticipated.